Manufacturer narrative:
During review of an article titled, " microsnare retrieval of a distorted flow re-direction endoluminal device (fred)", a complaint was identified and linked to this previously reported event. A supplemental report is being filed to provide additional information found in the article. The fred was attempted to be implanted to treat am internal carotid artery (ica) aneurysm. The device was deployed with the distal anchors in the distal left ica with adequate coverage of the left clinoidal aneurysm. After deployment, it was noticed that the device foreshortened and was not providing adequate coverage across the neck of the aneurysm. The decision was made to place another fred to completely cover the aneurysm. Again, the headway-27 microcatheter along with a synchro-2 microwire was navigated into the left cavernous ica. At this time, it was noticed the microwire was unable to navigate beyond the proximal segment of the device. Further, inspection revealed the fred did not completely open and, instead, appeared to be distorted in the left cavernous ica. The device was successfully retrieved with the snare and pulled into the guide sheath. This process was repeated twice due to the dislodgement of the device from the snare during retrieval. The patient was closely monitored in the neurocritical care unit overnight and was discharged home in post-procedure day two with reported improvement in her headaches and neurologically intact condition.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The stent was returned without the delivery system. The reported complaint could not be confirmed, as the stent was received with significant damage that precluded the possibility of functional testing to test deployment. The observed damage is consistent with the device being subject to forces above specification, likely during the retrieval with a snare as stated in the reported complaint.

Event description:
It was reported that after deployment of the fred, the middle of the stent did not completely open around a curve in the vessel. The stent was retrieved from the patient with a snare. There was no reported patient injury. The patient is currently reported to be "fine.